Manufacturer narrative:
The straight plate tab and shaft were returned. The straight plate tab was observed to be bent. One of the eyelets of the straight plate shaft was observed to be fractured open and distorted. It is unknown how or when the damage occurred. The instructions for use that accompany the device state that disassembly, bending, or breakage of any or all timesh components can occur. A review of the manufacturing records showed no anomalies. All timesh straight plates are 100% inspected at the time of manufacture.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device state that disassembly, bending, or breakage of any or all components can occur. A review of the manufacturing records showed no anomalies. All timesh straight plates are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the hole of the plate was found to be cracked intraoperatively. According to the report, there was no fragment left in the patient's body. The report stated the doctor replaced the device with a new device to complete the surgery. Reportedly, there was no impact to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.